Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Even though root cause cannot be confirmed surgical technique and/or patient related factors may have contributed to alleged event.

Event description:
On (B)(6) 2020, patient underwent a spinal procedure. As per reporter, during the procedure the cage at l2/3 went anterior due to a torn ossified anterolateral ligament. On (B)(6) 2020, patient underwent a revision procedure where the cage was properly positioned.